Event description:
It was reported that this right ventricular (rv) lead was a defective lead which was detected on the monitor when the patient arm moved. In addition, the patient was being referred due to a leaky aortic valve and needed replacement. As of this time, this rv lead remains in service. No adverse patient effects were reported.